Event description:
The technician opened a kit for groshong catheter placement and while prepping the catheter, the technician noticed that the tissue ingrowth cuff was loose and could move freely; slide back and forth on the catheter. A new groshong catheter kit was opened and while prepping this catheter, the technician noted that the catheter and cuff were fine, but the peelaway sheath had a clear plastic sheath about 3/8" long covering the end of the sheath. The technician noticed this they were preparing to thread the sheath on to the wire. This was a very good catch on the part of the technician to observe that the first catheter had a loose cuff and the "unexpected plastic piece" as it could have very easily gotten pushed into the patient. (Of note, we have not received any education, instruction, new package insert of a change by the manufacturer of placing a "tip" onto the sheath. No one in the department had ever observed a catheter with a "tip" on the end of the sheath.) The defective catheters are available to send to the manufacturer for inspection and we have reported the events directly to the manufacturer's representative. Manufacturer response for bard groshong catheter, groshong catheters (per site reporter): the representative was contacted and will report back to the company on our findings. Our plan is to send the two groshong catheter sets to the manufacturer for investigation.